Event description:
It was reported that during an unknown procedure the staples were unformed at distal part of staple line. Add'l suturing was performed. There were no adverse consequences to the patient.